Event description:
It was reported that when a non-primed one link was connected to the tubing, the user experienced a constant air in line alarm from an unknown pump. It is unknown if there was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.